Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.

Event description:
On (B)(6) 2015, the patient was treated for a retrograde stanford type-a dissection with a conformable gore® tag® thoracic endoprosthesis to cover the entry of the descending aorta. After the procedure, it was confirmed the proximal neck was dilated and there was a proximal type I endoleak flowed into the false lumen of the descending aorta. The false lumen of the arch and ascending aorta was successfully resolved. On (B)(6) 2016, the patient had a re-intervention to treat the proximal type I endoleak. The left common carotid artery and the left subclavian artery were bypassed and then a stent graft was implanted just distal to the left common carotid artery for proximal extension. The type I endoleak was resolved. The patient tolerated the procedure.